Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out due to normal battery depletion. The right atrial (ra) lead exhibited loss of capture. The patient experienced twiddler's syndrome and the ra was found dislodged. The ra lead was surgically abandoned. No adverse patient effects were reported.